Event description:
Pt reported obtaining that, in 2007, she was "in and out of consciousness." Pt stated that, blood glucose consistently measured "hi" (>600 mg/dl) on the advantage system. Pt reportedly attempted to lower blood glucose by walking, eating green beans, and drinking water. At 11:00 am, pt's nephew took her to the hospital, where blood glucose measured 39 mg/dl on an unspecified hospital device. Pt stated that, she was treated with intravenous fluids (contents not provided), 2 cups of orange juice, and food. Additionally, pt reported being treated with levaquin for a kidney infection. Pt was released from hospital 6 hours later, at which time blood glucose reportedly measured 142 mg/dl on a hospital device. At the time of the event, pt was testing with expired strips. Technical support requested the return of the suspect product and replacement product was shipped.